Event description:
It was reported that the insulin pump alarmed no delivery excessively. The customer's mother stated that the insulin pump had not been working correctly and had already been replaced previously. She stated that the very first time that the customer used the insulin pump, it alarmed no delivery. She also reported that the customer was at school and received 2 no delivery alarms in one day. She did not know the blood glucose reading. She advised that in the last few months, the customer's a1c rose to 8.9 units. The customer's mother stated that they had not tried all remedies, but no scar tissue at the insertion sites or occlusions were observed during this event. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the prime, compromised force sensor and excessive no delivery test. There was no excessive no delivery alarm noted. The insulin pump was received with cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.